Event description:
This is an international report of air being seen in the patient line during priming. There was no patient involvement and no patient injury.

Manufacturer narrative:
(B)(4). During further review of this complaint file it was found that the air was discovered in the patient line during priming. There is no potential patient impact.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.